Event description:
Pt brought in contact lenses in a plastic flat pack containing solution. Optician said the lenses were swollen and torn. The date was either 7/7 or 7/10/95. He says the solution smelled like alcohol. He sent the flat pack containing the lenses and the solution to the laboratory. The laboratory sent a report back saying that the lenses had been stored in water and alcohol, which had caused the damage. Dr called pt at home. Pt said that she had received a copy of the report from dr. She has rubbing alcohol in the same cabinet she stored the lens solution, but she does not think the solution was contaminated in her home. She only used this bottle of solution this one time. She is holding on to othe bottle solution.